Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample was provided for evaluation. The returned photograph and video were reviewed, and it was observed that there was an external fluid leak from the connection between the effluent ne pre pump and the support plate. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the post-filter of a prismaflex tpe2000 set was leaking due to a crack in the return line. The leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.